Event description:
A user facility reported to olympus that the video image was dropping out briefly during a procedure. The intended procedure was completed using the same device with no significant delay in procedure reported. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found loss of image when the video cable was "wiggled" due to a worn video connector latch. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the transient loss of the endoscopic image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the latch on the video connector was worn. Olympus will continue to monitor field performance for this device.